Event description:
The customer states that serum samples from a pt consistently produced axsym bhcg values of 200 to 600 iu/l. On the basis of a clinical examination of the testis two months ago, the pt was suspected of having a tumor. Biopsies were negative, and both ultrasound and CT scans detected a node at the main artery, but showed no signs of a tumor. On the basis of the consistently elevated bhcg values, it was decided that the pt should receive two series of chemotherapy. However, as the bhcg values did not decrease as expected, the testis suspected of having a tumor was removed. The pathologist test result of the removed testis was negative. After the pt's surgery, the customer tested the pt's serum samples diluted on axsym. The undiluted results ranged from 156 to 300 iu/ml. The diluted results were less than 3 iu/l.